Event description:
In this event pepgen p-15 putty was used simultaneously with implant placement in the right posterior maxilla with type iii bone quality and fair oral hygiene; the patient is reported as being a "clencher." The osteotomy was prepared via drilling and healing was subgingival for a one-stage technique. The doctor stated, "I really feel the patient overloaded the subgingival implant even with excessive reduction over the implant sites - she could rock the denture out of the sites." The implant was explanted one day post-placement with signs of osteolysis, occlusal overload, and infection. It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant although one day is too short to expect any osseous integration.

Manufacturer narrative:
Failure of bone grafts to osseointegrate and infection are inherent risks of the surgical procedure, although these risks are uncommon. Other variables, beyond product not performing to specifications or being non-sterile, to consider in a differential diagnosis would be patient health and social history (particularly the history of clenching and movement of the overlying denture), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy resulting in micro or macro movement and subsequent fibrous integration), individual grafting techniques, and post-operative complication (e.g. Infection or wound dehiscence). From the information provided, clenching and denture movement are likely causes of the early implant and graft failure. Despite this, it is not possible to definitively rule out the implant, graft, technique, patient compliance, surgical complication, post-operative complication, etc. As the etiology of failure. As a second surgical procedure was needed to remove and/or replace the implant and graft (intervention), this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.